Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring ¿high¿ on the blood glucose meter (=600 mg/dl) with polydipsia, dehydration and shortness of breath and large urinary ketones. The patient self-treated with an insulin injections which brought the blood glucose level down to 475 mg/dl. The patient was taken to the emergency room and was admitted to the hospital intensive care unit with the diagnosis of diabetic ketoacidosis and was treated with intravenous insulin and potassium and dextrose via intravenous infusion. The reporter stated that the patient was also suffering from the ¿flu¿ at the time of the reported adverse event and hospitalization. It was also reported that the cartridge cap would not attach properly to the pump and that the cartridge compartment was cracked. The reporter confirmed that the cartridge cap had not been replaced on this pump. The reporter did not report that the pump had lost prime. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy during a time of illness (diabetes management) and in association with an ill-fitting cartridge cap and cracked cartridge compartment. Return of the subject pump was refused; device is not expected back to manufacturer for investigation.